Event description:
The pump was returned for investigation. Investigation revealed that the audio bolus button was completely detached and there was contamination under the button contacts. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow and contrast button had intermittent response. The remainder of the keypad buttons responded normally. The audio bolus button was noted to be detached from the pump with the internal contact exposed. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.